Event description:
Customer reported via phone call to have received a calibration error alarm. Customer also experienced sensor glucose versus blood glucose differences. Customer reported to have blood glucose of 38 mg/dl which was treated with food. Customer declined troubleshooting for low blood glucose stating that insulin pump was not the cause of low blood glucose. Troubleshooting was performed for blood glucose versus sensor glucose differences and customer was educated on calibration procedures.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.